Manufacturer narrative:
No adverse event reported to date to limacorporate referring to this complaint. We will send a final report once the investigation will be completed.

Event description:
On (B)(6) 2022 a physica cr femur comp.right #4 6513.09.140 lot# 2016as013 ster.1600133 was implanted. Sterilization number 1600133 was expired on (B)(6) 2021. Lima agent/hospital staff in the or did not realize that sterilization number was expired. According to the info received, upon getting the label peeled, the lima agent reread the expiration date and immediately informed the doctor of the expiration. According to the surgeon, it was safer to keep the item implanted instead of removing it immediately due to cement starting to set (worst case than keep the item implanted). The doctor was satisfied with the final outcome and did not mention extra revision surgery to be taken.

Event description:
On (B)(6) 2022, a physica cr femur comp. Right #4 6513.09.140 lot# 2016as013 ster. 1600133 was implanted. Sterilization number 1600133 was expired in may 2021. The staff in the or did not realize that sterilization number was expired. According to the information received, upon getting the label peeled, the agent reread the expiration date and immediately informed the doctor of the expiration. According to the surgeon, it was safer to keep the item implanted instead of removing it immediately due to cement starting to set (worst case than keep the item implanted). The doctor was satisfied with the final outcome and did not mention extra revision surgery to be taken. The patient is a female, date of birth (B)(6) 1953. Event happened in united states.

Manufacturer narrative:
Investigation: checking the manufacturing and sterilization charts of the component involved in the complaint, no pre-existing anomaly was found. Based on our record, all the 22 pieces belonging to the lot number 2016as013 have been implanted and this is the first and only complaint received on this lot number. The expiration date is an information clearly indicated on the labelling of the implantable devices. According to the communications received from the complaint source, it seems that this event was mainly due to the inattention of the staff. As clearly specified in the IFU of the product, the implant should not be used after the expiration date printed on the label. Limacorporate local subsidiary has a specific internal policy to support the monitoring of the expiration date of the devices. Given that: - no pre-existing anomaly was found by checking the manufacturing and sterilization charts of the component involved in the complaint. - based on the information received, the event was due to inattention of the staff. We can conclude that the event was not product related. Pms data according to the relevant pms data, regarding the femoral components physica cr belonging to the codes 6513.09.xxx, the occurrence rate for this kind of event is around 0,01%. No corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR.